Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure the patient expired. In (B)(6) 2006, the patient underwent treatment with the liberte stent for two lesions in three diseased vessels. The target lesion was located in the left anterior descending artery vessel. The reference vessel diameter was 3.6mm; the target lesion was 23 mm in length. Pre-procedure stenosis of 70% and post procedure with lesion was 0% stenosis. The liberte stent was used in the lesion, the diameter was 3.5 mm and the length was 28 mm. The procedure was a technical success. While hospitalized three days post procedure, the patient experienced sudden cardiac death.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Product unavailable for analysis.